Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the suture deployed without issue; however, the knot only advanced to a certain point and could not be fully advanced to the target location, therefore, hemostasis was not achieved. A cutdown was performed to achieve hemostasis. The physician believes the knot caught on tissue or calcium which prevented it from fully advancing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.